Event description:
Pt was wearing lenses on a 30-day continuous wear basis. Pt presented with pain and redness of the left eye and was diagnosed with a corneal abrasion with grade 2 bulbar injection and grade 3 staining with no diffusion into bowman's membrane. Lens wear was discontinued and medication was prescribed. The optometrist reported the etiology as unk. The pt returned for follow up 2 days later and presented with corneal edema with decemet fold, grade 3 bulbar injection, corneal ulcer o.s., 1/2 mm. X 2 mm., depth into stroma, staining over entire ulcer. The pt was referred to a corneal specialist. Culture results came back positive for a rare growth of alpha strep bacteria. The pt was still being seen by a ophthalmologist. The optometrist reports that the ophthalmologist indicated that the pt is doing better. The frequency of the medication had decreased.